Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system monitor (serial number: (B)(4)) having damage on the front cover, a missing rubber foot, and bent pins on the data card reader were confirmed via visual inspection of the returned unit. The returned system monitor was evaluated at the european distribution center (edc). Visual inspection of the returned system monitor revealed a small crack near the lower right corner of the front cover and that the rubber foot near the crack on the front cover was missing. Further inspection revealed bent pins in the data card reader of the main printed circuit board (pcb). The unit was then tested and failed due to bent pins on the data card reader. The main pcb and the front cover were replaced, and the missing rubber foot was attached to the unit. The returned system monitor was then functionally tested and passed without any issues. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also informs how to properly insert the data card to the cf slot on the system monitor and how to access and download the controller log files appropriately. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had damage in the front cover, there is a foot missing, and the cf slot had bent pins.